Event description:
It was reported that at implant a right ventricular lead was inserted through a kinked introducer sheath. When the extension of the helix was attempted, it did not fully deploy even after 30 to 40 turns. The lead was removed, a second lead was attempted through the same introducer and the helix on that lead would not deploy was well. It was noted that the patient was very muscular and had a tight anatomy. The leads were not implanted and a third lead was used without using an introducer sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and visual analysis noted that the lead was damaged at implant. (B)(4) the full lead was returned and analysis found that the distal conductor was distorted and had blood/body fluid (not obstructed). The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). There was a seal tip observation and the shaft seal was out of position. Visual analysis noted that the lead was damaged at implant and that the helix would not extend or retract due to the distal conductor distortion within the connector.